Event description:
Reportedly, the device was explanted after an implant duration of 35.9 months, and replaced with a 6900p valve due to unknown reasons. The device was discarded and is not available for evaluation. Information learned from another country's implant patient registry. No further details were provided.

Manufacturer narrative:
Other: device not returned.